Event description:
It was reported that during an initial implant procedure, a patient¿s blood pressure suddenly dropped while inserting a right ventricular lead into the blood vessel. The lead was removed from the body, and it was later discovered that their superior vena cava had been dissected. Due to patient condition, the procedure was stopped without any replacement. The patient was stable and monitored under hospital care.

Manufacturer narrative:
The complaint of cardiac perforation was not confirmed. As received, a complete lead was returned in one piece. The tip stiffness test result and all measurements were within specifications. No anomalies were found.